Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Sensor found to be in state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. Linearity test was performed, and results were within specification. No malfunction or product deficiency was identified. An extended investigation has also been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The wife of customer reported a high readings issue with the freestyle libre sensor. It was reported that the customer was vomiting and not eating, and at this time had a sensor scan of 349 mg/dl. The customer was taken to the hospital where he was provided food to consume, then sent home. When customer arrived home, he again vomited and sensor was still reading 349 mg/dl so the wife treated him with insulin (dose/type unknown). No further treatment was reported. A comparison of 390 mg/dl scan against 46 mg/dl and 120 mg/dl on an adc meter were provided, from unknown time in comparison to medical event. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.